Manufacturer narrative:
The initial inspection revealed that the plastic component which hold the backrest actuator broke and the actuator detached from one side. The investigation is ongoing. The results of the investigation will be sent after the analysis is completed.

Event description:
Following information reported, the citadel plus bed moved unintended without any actions given by the caregiver or the patient. The bed with the patient was positioned to the chair position- with raised backrest and lowered foot section of the bed. When nurses tried to put the bed to the trendelenburg position, the bed platform started to move unexpected to the flat position, however it was still inclined. This caused the patient to slipped to the foot end of the bed. There was no injury reported as a consequence of this event.

Manufacturer narrative:
Arjo was informed about the event, which occurred with the participation of the arjo citadel plus bed in the hospital in brazil. Following information reported, during changing the setting of the bed platform from chair positon (with backrest raised and foot section of the bed lowered) to the trendelenburg, the bed platform moved to the flat position unexpectedly leaning down in the leg section (reverse trendelenburg). As a result of this event, the patient slipped to the foot end of the bed. The involved patient (50 years old man weighing 70 kg) was recovering after cardiac surgery. There was no injury reported as a consequence of this event. During inspection carried out by arjo representative, it was confirmed that this event was caused by the hi-low actuator damaged mechanically - the plastic component which holds the backrest actuator broke and the actuator detached from one side. The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The analysis carried out by the manufacturer side revealed that that the actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when the obstacle is placed under the bed. However, due to unknown circumstances in which the malfunction occurred, the exact cause of the claimed malfunction could not be determined. The review of post-market surveillance data was conducted. There were no similar complaints registered in the past regarding defective actuator, which contributed to any injury. It is worth noting that the bed works as a system together with the mattress. If the actuator becomes damaged and the bed moves to the reverse trendelenburg position, the patient is still lying securely on the mattress and the end section of the bed is secured by the footboard. Despite the above-mentioned information it was decided to report this case in abundance of caution given the circumstances of the event and the patient's condition during the event. The citadel plus bed did not meet the specification during the event. The malfunction of the hi-low actuator caused unexpected movement of the bed platform. This was observed when the patient was recovering after the heart surgery and caused the patient to slip down the bed.

Manufacturer narrative:
During attempt to repair the bed, the technician changed the actuator and the same issue occurred- the new actuator broke. The investigation is ongoing. The results of the investigation will be sent after the analysis is completed.

Manufacturer narrative:
The process of analysing information is ongoing. Results of the investigation will be provided after investigation is completed.

Manufacturer narrative:
Collected information are currently analyzed, additional information will provided upon investigation.